Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens but removed the lens during the same surgery as the lens was too small for the patient's eye. The lens did not fit correctly and was removed with no patient injury, no enlarged incision or sutures. A three piece lens was implanted. The reporter stated the event was not related to the lens used, the product did not malfunction, it was more that the surgeon decided to use this lens, thinking it would be suitable for the patient but the lens was too small. It was the surgeon's decision to use the single piece lens.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens torn from one haptic through the lens optic to the other haptic. The lens was returned in liquid. (B)(4).